Manufacturer narrative:
The event description states that the guidewire fractured at the weld point. A manufacturing record review was completed and zero nonconformances were found. This guidewire is a supplied component for the vsi kit. The supplier investigation determined that the guidewire tip prolapsed on itself while being rotated and torqued. The guidewire was not separated at the weld joint. The separation was roughly 2 cm from the distal tip and the outer coil was stretched. This is consistent with the wire being forcefully pulled after becoming stuck.

Event description:
Physician informed that the guidewire fractured at the transition and or weld location. This is where the floppy wire component connects with the solid back end of the wire. Physician claims that he felt some resistance when inserting our wire in the needle hub. No patient impact reported.